Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent (2.50 x 14mm) successfully deployed at the first diagonal. Patient was asymptomatic / free of symptoms at 6 and 9 month follow up. Approximately 13 months post index procedure patient underwent a target vessel revascularization to treat mi.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (myocardial infarction). (B)(4).